Event description:
It was reported that at the last two refills, the pump reservoir was full. No patient symptoms were reported. The pump was replaced. The pump was used to deliver hydromorphone (concentration and dosage were not provided). Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.